Manufacturer narrative:
Correction made to a1: patient identifier: mn (previously ni) correction made to a2: age at time of event: 78 years (previously ni) correction made to a3: sex: female (previously ni) correction made to d11: piperacilline/tazobactam 12g/24h and 240ml sodium chloride 0.9% therapy date 12/3/2020 (previously ni) additional information was added to b5, h4 and h6. B5: it was further reported that the device was filled with piperacilline/tazobactam 12g/24h and 240ml sodium chloride 0.9%. H4: device manufactured between july 17, 2020 to july 20, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. The event was observed after fifteen (15) hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.